Event description:
Synergy china registry it was reported that angina occurred which required medical intervention. In (B)(6) 2022, the patient was referred for cardiac catheterization and the index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 90% stenosis and was 25 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Eight days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2023, the subject was diagnosed stable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Ten days later, the outcome of the event was considered to be recovered and resolved. It was further reported that in (B)(6) 2023, the subject was also diagnosed with stable angina pectoris and was hospitalized on the same day. No other action was taken to treat the event. Five days later, in (B)(6) 2023, the subject was discharged. At the time of reporting, the outcome of the event was considered recovering and resolving.

Event description:
Synergy china registry. It was reported that angina occurred which required medical intervention. In (B)(6) 2022, the patient was referred for cardiac catheterization and the index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) extending up to middle lad with 90% stenosis and was 25 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Eight days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2023, the subject was diagnosed stable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Ten days later, the outcome of the event was considered to be recovered and resolved.